Manufacturer narrative:
The pt was not able to provide any info concerning his implant (type of implant, etc.). The pt indicated he would continue to work with his surgeon, and would contact mako again if needed.

Event description:
The pt had undergone a makoplasty partial knee replacement in (B)(6) 2008. For a year and a half he was fine and then all of a sudden he could no longer walk or function normally. Approximately five weeks prior to the date of notice to mako, he went back to see the surgeon and had an x-ray done. He was scheduled for a revision surgery in (B)(6) 2011.